Event description:
It was reported that a user on ilet experienced hyperglycemia after announcing a meal despite stating the announcement was correct, with dexcom g7 showing a low reading while a contemporaneous fingerstick measured 319 mg/dl; customer support guided a tubing-only supply change due to remaining insulin in the cartridge, resumed insulin delivery, and assisted with calibrating the cgm via the ilet using the fingerstick value with instructions to allow time for calibration and glucose decline. Symptoms included no reported clinical manifestations. Outcomes included no emergency treatment or hospitalization. Investigation included remote troubleshooting, user education on supply change, cgm calibration through the ilet, and confirmation of ongoing insulin delivery. Investigation of this case revealed a discordance between cgm and capillary glucose readings that required calibration, with no device alarms and no confirmed hardware malfunction of the pump or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.